Manufacturer narrative:
(B)(4). One (1) expedium verse di castle nut driver [product code: 2997-04-220, lot no: gm42488ne] was returned to the complaints handling unit (chu) for evaluation. Visual examination revealed that one of the tabs on the castle nut driver distal tip had become fractured. The broken tab was not returned with the device. The fracture analysis report revealed ductile dimples mixed with cleavage fracture, indicating a quasi-cleavage brittle fracture. No material defects or other abnormalities were observed in this analysis. In addition to fracture analysis, a hardness test was performed on the part. The results from the hardness test showed that the average was within the specified hardness range. The root cause for the castle nut tab becoming fractured cannot be positively determined. However, the fracture analysis report revealed ductile dimples mixed with cleavage fracture, indicating a quasi-cleavage brittle fracture. (B)(4) and CAPA-(B)(4) have been initiated to further investigate the failure of the castle nut driver tabs fracturing. All potential actions will be monitored and driven through those items. Thus, no further trending action will be taken as a part of this complaint file. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
A follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The r&d group was notified by email this morning that dr. (B)(6) in the (B)(6) has now broken another correction key inserter (2997-04-220) during surgery. Specific details are still outstanding from the rep, however a complaint will be filed today so I wanted to give the group a heads up so we can start planning our next steps.